Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for a follow up visit due to hearing tones. A message was identified to check the shock lead; however, no abnormalities were found. Further data review noted that based on impedance trend, the averaged shock impedance was 95 ohms and it varied between 80 - 120 ohms. It is most likely the check lead message was due to a shock impedance measurement which was greater than 125 ohms. The physician stated that tones had previously been reported due to an increase in shock impedance measurements. Therefore, the upper limit was increased to 150 ohms and tones were programmed off. No adverse patient effects were reported.